Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during dwell 4 of 4. The hp stated that they did not disconnect, and also that the bag did not disconnect. It was reported that the supply bag seemed to have leaked because the towel under the bag was wet but the cause of the leak was unknown. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The hp indicated that they would complete therapy with manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4): the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in a disposable is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.